Event description:
It was reported that the patient had a surgical procedure to remove an inflatable penile prosthesis(ipp) due to infection around the implant. A tactra device was implanted. No further patient complications were reported.